Manufacturer narrative:
The aware date provided in follow-up report number one was incorrect. The correct aware date is january 23, 2019.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify low battery alarm due to no button response.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and low battery issue. The customer's blood glucose level was 390 mg/dl. The insulin pump was loud during the prime process. The customer was sick due to blood glucose levels. The device will return for analysis.

Manufacturer narrative:
The aware date provided in the initial report was incorrect. The correct aware date is april 2, 2019.